Event description:
On 08/09/00 the account report a platelet result of 78,000/ul. A "pic/poc" delta flag was generated but account released the optical result when the impedence result was correct. The impedence count was 11,000/ul. The account stated the pt is supposed to receive a platelet transfusion when the platelet count falls below 15,000/ul. No injury reported.